Event description:
A malfunction on the pump was reported, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the caller with the reset, and instructed them to continue using the pump. The malfunction code did not recur after the reset, and the customer was advised to call back if it happens again.